Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.